Event description:
Caller reports back to back results of 230 mg/dl and 530 mg/dl while using the inform system. Caller reports pt was treated with insulin based on reading of 230 mg/dl. Caller reports quality controls have been passing. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.